Manufacturer narrative:
The suspect device was not returned to olympus and a root cause cannot be established.

Event description:
A user facility reported to olympus that the device power switch is broken. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on a production record review and the available information, the legal manufacturer determined the likely cause was failure of the power switch due to operating force and the frequency of use exceeded anticipated usage conditions and the product was released prior to implementation of a design change to the power switch.